Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not clicking into the tubing right. When she got to the fill tubing, they saw several drops but it still said fill tubing. The customer saw drops come out but no numbers on the screen. The customer was unable to exit the preparing to prime loop. Insulin continued to drip after letting go of the act button during the prime process. The insulin pump did not detect the proper amount of insulin left in the reservoir. The customer saw liquid on top of the reservoir prior to connecting the tubing connector to the top of the reservoir. Customer's blood glucose level was 205 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.